Manufacturer narrative:
(B)(4). Date sent: 3/9/2017. Batch # n554o2. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45g cartridge loaded on the device. The reload was received partially fired 1/2 and with the lockout spring normal. The firing trigger was noted to be jammed midway blocking the closing trigger to home position. Therefore, the device would not open. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa.

Event description:
It was reported that during an unknown procedure, the surgeon had fired the device four times with no problem. On the fifth firing there was a loud crunch/grind; the staple line still formed and the knife cut through the tissue. The closing handle wasn¿t functioning properly, so he asked for another device to be opened. The scrub asked if the tissue had been too thick for the device to which the surgeon confirmed it was not too thick. They were cutting through the fissure of the lung. There were no adverse consequences for the patient reported.